Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm displayable history failed on startup. Customer's blood glucose at time of incident was 466 mg/dl. The customer was off the pump and on sliding scale at rehab center after stroke. The customer was assisted to put on pump while on phone. Customer put on new set and bloused before while on phone before alarm occurred. Customer stated a temp basal was not programmed before the alarm. Customer stated that alarm did occur during normal use. It was explained to the customer that it is normal behavior.